Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer alleges the pump was over delivering. Troubleshooting was performed for over delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis. Frn mmt 332a unomedical - infusion set